Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with diaphragm stimulation. Device interrogation revealed loss of capture and sensing on the right ventricular (rv) lead due to dislodgement. On (B)(6) 2021, the lead was repositioned. The patient condition was stable before, during, and afterwards.